Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: this involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. Baxter will continue to monitor similar reports to determine if further actions are required.